Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) (model t135) was not explanted due to high defibrillation thresholds (dfts). In addition, this ICD (model t180) was not implanted because following defibrillation threshold (dft) testing, two blue spots were noted on the device. Another guidant ICD was subsequently implanted.